Event description:
The customer reported that the system displayed an intermittent charger failed error message at boot up. This error will likely cause a no boot situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated during the service call. The system was tested, found to be working as intended, and put back into service.